Event description:
It was reported that during a ptca procedure in a very tortuous vein graft, the tip of the wire broke inside another MFR balloon catheter. All pieces were retrieved. Pt status is listed as "ok".